Manufacturer narrative:
The lens was returned adhered to a surgical swab. Solution is dried on the lens. One haptic is broken (possibly cut) in the distal area (returned on the swab). The optic is cut in half, typical of insertion and removal. Both cut optic portions have small split/cracks near the cut area. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was noted to have a crack in the lens. There was patient contact but no harm reported. Additional information has been requested.